Event description:
The customer tested his blood glucose the day before he called customer service and rec'd a reading of 85 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 205 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. During the call, the customer performed control tests and rec'd a result of 21 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.